Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the filament of sensor was broken. Customer's blood glucose value was 136mg/dl- 150 mg/dl. Customer stated that they didn't get a chance to put on because when it was in the serter. Customer declined to troubleshoot for the senor issue. The device will not be return for analysis.